Event description:
Suture breakage & fray: customer reports that suture frayed then broke during coronay artery bypass surgery. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/1996 requires reporting of incident once medical device familiy initially reported assuming incident could recur.